Event description:
New information available on (B)(6) 2018 states that, insulation anomaly was noted in clinic. The patient was not symptomatic and was stable before, during and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial and right ventricular leads were capped due to insulation anomaly. No further information was available.